Event description:
It was reported that pump displayed non-resettable malfunction code malf 24 and needed replacement, with no notable events occurring before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy while tandem technical support arranged shipment of replacement pump, confirmed warranty status and shipping details, provided instructions for storage mode and pump return within 10 days, and advised customer to reprogram pump settings and reconnect continuous glucose monitor once replacement pump was received.